Event description:
The facility's biomedical engineering dept reported an infusion pump with a failure code 314:432:201:000 during pt use. The pump was infusing vasopressor to a crtical pediatric intensive care unit pt when the pump suddenly alamred "failure". The nurse removed the pump from use and switched the medication to another pump. The pt's vital signs were unchanged and there was "no affect to the pt". According to the biomed, no medical intervention was required. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding the pt's demographics, diagnosis, and status, medical history, name, rate and concentration of the vasopressor involved, and set up of the infusion device.